Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and another proglide device was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted using proglide devices in the right (rcfa) and left (lcfa) common femoral arteries using the preclose technique (large hole) prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 7fr. In the rcfa, the first device worked as expected but the second device failed as a cuff miss was noticed. Two additional proglide devices were used but they also failed as a cuff miss was noticed. In the lcfa, the first device could be preplaced successfully but a cuff miss was noticed with the second device. The sheath was upsized to 16fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures in both the rcfa and lcfa. The patient is doing well. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device and established in the preclose technique. No additional information was provided.